Event description:
Allegedly, patient revised for mom complications, severe pain and discomfort, clicking and locking or her hip while walking, aseptic loosening.

Manufacturer narrative:
This is the same event as 3010536692-2015-01340. (B)(4).